Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. At the 45-day follow-up a thrombus was identified on the face of the closure device via transesophageal echocardiogram.